Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was deployed to treat the lesion. However, following post-dilation, a proximal edge dissection was noted in the proximal part of the stent. A 3.5 x 24 synergy drug-eluting stent was then deployed proximal to the first stent overlapping it and covered the edge dissection to complete the procedure successfully. No further patient complications were reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was severely tortuous and non-calcified. The dissection was flow limiting.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was deployed to treat the lesion. However, following post-dilation, a proximal edge dissection was noted in the proximal part of the stent. A 3.5 x 24 synergy drug-eluting stent was then deployed proximal to the first stent overlapping it and covered the edge dissection and completed the procedure successfully. No further patient complications were reported and the patient's status was stable.